Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) "started popping out of the pocket and the incision was oozing". The patient was treated with antibiotics. It was noted that the incision site was not improving and the device was explanted. No further patient complications have been reported as a result of this event.